Event description:
It was reported that using an unspecified artery access approach during a procedure of the left anterior descending (lad) artery two 3.25 x 12 mm xience xpedition stents were deployed without noted issue. A third 3.5 x 8 mm xience xpedition stent was placed distally to cover an aneurysmal area in the vessel and the procedure was completed without issue. It was noted a short time later that the patient developed chest pain and using intravascular ultrasound (ivus) it was determined that the stent at the aneurysmal area had thrombosis and the stent was not fully apposed to the vessel wall. The patient was treated with defibrillation x4 and cardiopulmonary resuscitation (CPR) and was stabilized in the cath lab prior to transport for surgical intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to deploy from this lot. The reported patient effects of angina, thrombosis, and death are known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial medwatch filed, additional information received reported that intravascular ultrasound (ivus) was used after the distal stent was deployed. The patient developed chest pain and was returned to the cath lab where the underdeployed stent in the aneurysmal area was noted along with a thrombotic event. It was reported that the patient expired prior to the surgical intervention, but this was not seen as a product failure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.